Event description:
Customer reported that the bluetooth on the pump was non-functional, with the button not being clickable. There was no adverse impact to the customer's blood glucose level. Technical support planned to follow up and confirm the issue in the continuous glucose monitor's history. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.